Event description:
It is reported that during surgery in 2008, a hair was found inside the sterile packaging before implant was opened. The hair did not come in contact with the implant and it was implanted.

Manufacturer narrative:
Evaluation summary: the hair like substance or packaging material was not returned for evaluation. As such, it cannot be demonstrated with certainty that the source of the hair is the packaging environment. Device history records are in order and do not indicate any packaging anomalies. The packaging environment utilized for this product is a class clean room that undergoes continuous monitoring. There is a very minuscule, but constant risk of foreign material in sterile cavities from the operators. A review of complaint sterile units shipped by zimmer in the past 5 years. No further action or evaluation is indicated for this complaint. Trends continue to be monitored. The complaint lot was fully distributed without any further reports of this kind. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.